Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. However, it was found that the cover of the cable was damaged and there was a broken wire inside it, due to which the image was absent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing the camera head, while being used with the otv-s7v visedra video system center, had an image problem; stripes were on the display screen. The noisy image had horizontal stripes and could not recognize the subject. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the video function and stripes on the screen were caused by a cable disconnection failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.